Event description:
According to the reporter: the pt underwent bariatric surgery on (B) (6) 2009, at (B) (6) hospital. The pt started experiencing abdominal pain, and underwent a second surgery on (B) (6) 2009 by the same surgeon. A leak at an anastomosis was identified and repaired. On (B) (6) 2009, the pt had an exploratory laparotomy by another surgeon. A large amount of infected hematoma was found, but no evidence of a leak was found. The abdomen was washed out and drains were placed. Thereafter, the pt died on (B) (6) 2009, from sepsis and bowel perforation. It is not known at this point in time if there was any problem with the surgical stapler that resulted in a leak. However, the operative note for the initial surgery does not indicate any problem with a surgical or the staple lines.

Manufacturer narrative:
(B) (4).